Event description:
It was reported through a retrospective study that three days after the implantation of the stent graft in the right common iliac artery to treat an aneurysm, the patient developed a thrombosis on the target site. The patient needed 5-days hospitalization. Reportedly a surgical thrombectomy and stent implantation were used as a treatment. The event was assessed as being likely related to the study device. The patient was reported as being recovered.

Manufacturer narrative:
Manufacturing review: a lot history review, a device history record review and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: the sample was not returned for evaluation and image was not provided. In this case, a target site thrombosis, which could lead to an occlusion, was identified. Based on the information available a potential relation to the device or a potential device deficiency could not be verified. The device was used to treat an aneurysm, which is off-label use. Therefore, the investigation is inconclusive for the reported issue. A definitive root cause could not be determined based upon the available information. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use sufficiently address the potential risks. Regarding the potential complications, which may occur during or after the implantation of the stent graft, the instructions for use includes: thrombosis. Occlusion and restenosis. The safety and effectiveness of the device for use in the treatment of aneurysms and pseudoaneurysms have not been established. The catalog number identified has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510 k number for the fluency plus endovascular stent graft products are identified.